Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating the patient's nihss score was 9. The study did not capture any symptoms however with the nihss score and current score it indicates major stroke symptoms. The reason for the additional stenting was due to an unsuccessful thrombectomies.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the nihss score was related to the cooperation of the patient, the score worsened when patient wasn't cooperating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient was undergoing a mechanical thrombectomy procedure to treat ischemic stroke in the lift middle cerebral artery (mca) m2 segment. IV tissue plasminogen activator (tpa) was contraindicated. Combined aspiration and stent retriever with solitaire was first attempted but was not successful so the procedure was changed to aspiration only with a non-medtronic aspiration catheter for successful reperfusion. No device malfunction was reported. It was noted that baseline tici was 0 and remained 0 after use of the solitaire but post-procedure tici was 2a. Baseline nihss was 4 and post-procedure was 10. Post-procedure mrs was 4 indicating significant disability. The patient experienced a neurological deterioration at 24-hours post-procedure. It was noted that intracranial stenting was performed beyond mechanical thrombectomy. The reason for additional intervention of intracranial stent was not reported but it was noted that the patient did not have tandem occlusion at baseline.